Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2006 (B)(6);product type extension product ID 3487a-56, lot# j0421738v, implanted: 2006 (B)(6); product type lead product ID neu_siliconeanchor, serial# unknown; product type accessory product ID 7434a, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Evaluation conclusion code no longer applies. Added code .

Event description:
It was reported that the generator had not been functioning and was causing the patient discomfort. The generator was not functioning. The device was removed and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found the bond wires to be lifted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.